Event description:
It was reported the pt experienced a shocking or jolting sensation from their device "up the left side of her face." The pt was referred to their healthcare provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available. Reference MFR. Report # 3004209178201008596.

Manufacturer narrative:
(B)(4).